Event description:
This hospital reported that this pt developed respiratory acidosis over a two day period while being ventilated by this unit. This hospital found that this unit was not delivering the set tidal volume every breath. This hospital is unsure whether an injury actually occurred, but did report that this pt improved after being placed on another ventilator.